Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated he took 15 units of insulin and proceeded to wash his car and did not eat like he had planned to. The patient stated the next thing he knew, he was in the back of an ambulance on the way to the emergency room (ER). The patient was at the hospital from around 12:30pm and was released at 6:00pm. It was indicated that the hospital determined that the patient experienced low blood sugars during the time of event. The patient stated the dexcom had not alerted him passing out at the time of event which resulted in him crashing his car. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.